Event description:
It was reported to philips that the system would not power on. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, customer was performing the vascular diagnostic procedure when the issue occurred and completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system wouldn¿t power on. Review of the system log file showed that the multiple issue with the generator. Upon troubleshooting, fse found that the faulty x-ray tube. To resolve this issue, fse replaced x-ray tube. But still the issue persists. So the fse replaced pdu (power distribution unit) fan tray, dcps (direct current power supply) and pdu control module and pdu mains interface module. The defective pdu mains interface module,pdu fantray and dcps was returned to philips for analysis. After analysis of pdu fantray found that the defective psu04 due the abnormal use of electric overstress and the cause of the pdu mains interface failure couldn¿t be conclusively determined by supplier part analysis. After replacement, the system was returned to use in good working order. The codes were updated based on evaluation outcome.